Event description:
It was reported that the user dropped the ilet pump, resulting in a broken and unusable display that impaired operation of the device. Symptoms included no injury and no reported changes in blood glucose. Outcomes included shipment of a replacement device, instructions to shut down the original device, guidance to return the original device with a provided label, and notification that data would not transfer and the startup process would be required on the replacement. Investigation included remote troubleshooting and collection of device use history as available. Investigation of this case revealed physical damage to the display component consistent with user-induced impact, resulting in a screen failure and inability to use the device as intended. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to accidental drop.